Event description:
During an unknown procedure, the device had an error sound during use. The blade was broken when checking it out of the patient's body. Another device was used to complete the case. There was no patient consequence.